Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the operator of the angio-seal device had located the artery and set the anchor. He advanced the compaction tube, applied pressure, and went to cut the suture, which was not present. He believed that the collagen plug, suture and green compaction tube had migrated inside the artery. The vascular surgeon was notified and plans were made for imaging. The operator dismantled the angio-seal vip and found that all of the parts were still present. The collagen plug was visible protruding from the top of the angio-seal vip device sheath. The patient condition and procedure outcome are unknown. It is unknown if any other devices or equipment were used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One 6f angioseal vip carrier tube assembly was returned in the full rear lock position of the deployment sleeve but completely unmated from the hemostasis sheath. The collagen was stuck in the valve on the hemostasis sheath with the suture still uncut and connecting the carrier tube and hemostasis sheath. The tamper tube had exited the carrier tube and was visible as well. The bypass tube was present near the carrier tube hub. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the anchor failed to exit sheath. It is likely that the user lost position within the artery, the device was incompletely pushed to forward lock position or the tip of the hemostasis sheath was obstructed by subcutaneous fat,opposite end of the artery or some other foreign obstruction. The returned state of the device may have resulted from the user forcibly unmating and withdrawing the carrier tube hub which led the undeployed collagen to be blocked within the valve. However, the exact cause of the reported event cannot be definitively determined based on the available information.